Event description:
It was reported by service report that the oil was leaking from the CPR pneumatic cylinder. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - gas spring cylinder leaking fluid.